Manufacturer narrative:
The field service representative (fsr) replaced the damaged lid. The unit operated to the manufacturer's specifications. Upon visual inspection of the returned damaged lid, it was confirmed that the magnet that communicates that the pump lid is closed was missing.   If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the bottom right corner of the underside of the roller pump lid was broken and the magnet that communicates that the pump lid is closed was missing. As a result, another lid assembly was utilized. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.